Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) could not confirm the reported inflation issues. The reported difficulty removing the protective sheath could not be tested since the sheath was not returned for analysis. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unknown lesion. During post-dilatation with a 3.5 x 15 mm nc trek balloon dilatation catheter, during the first inflation, the balloon did not inflate past 12 atmospheres. The balloon was removed from the anatomy and it would only inflate to 16 atmospheres. The device was prepped according to the instructions for use with no issues or leaks noted, however it was reported that before use, the protective sheath was difficult to remove. A new balloon was used to successfully complete the procedure with no clinically significant delay. The patient outcome was good. No additional information was provided.